Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient passed away on (B)(6) 2021. The patient was found unresponsive.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed a full battery depletion event resulting in a pump stop. The submitted log file appeared to have captured the system operating as intended until (B)(6) 2021 at 01:50:37 when a low battery advisory alarm was captured. Approximately 1 hour and 30 minutes later, at 03:20:44, this alarm had progressed into a low battery hazard, and then a no external power alarm 5 minutes after that, activating the backup battery. The pump remained in power save mode until the backup battery depleted, causing the pump to stop for an unknown amount of time, as well as the controller clock to reset to the default manufacturing timestamp of (B)(6) 2001 at 01:00:00. The pump resumed normal operation at the fixed speed for the remainder of the log file after it had been connected to fully charged batteries. The aforementioned sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. The pump appeared to function as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas, including death. The IFU and patient handbook outline system controller alarms, as well as how to respond to such. The documents also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. Both documents state that the patient should sleep only when connected to the power module or mobile power unit. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12jan2016. The heartmate ii left ventricular assist system instructions for use lists adverse events that may be associated with the use of the hmii lvas, including death. This IFU provides important information regarding the heartmate batteries and outlines monitoring battery charge level/replacing depleted batteries. This document outlines system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii left ventricular assist system patient handbook outlines battery charge level, fuel gauge display, and system controller alarms, as well as how to respond to such events. This document explains that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2021-03964. It was reported that the patient came into the emergency room in cardiac arrest. Emergency medical services (ems) found the patient's batteries depleted. Upon arrival to the emergency room (ER) the pump was on and functioning. A review of the log file reveals the pump shut off around 0335 on (B)(6) 2021. The log also confirmed that the patient let the 14v battery power deplete as well as the backup battery as there were low voltage advisories on (B)(6) 2021 at 0150 and low voltage hazard events on (B)(6) 2021 at 0320, 0332, and 0335, and then the backup battery kicked on until it was depleted as well. Ems changed to a new set of batteries. Additionally, the internal clock of the controller reset from loss of power.